Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic nephrectomy, when transecting renal vessel, the device was unable to fire. They changed to a new device to complete the case. There was no patient injury.